Manufacturer narrative:
Complaint no: (B)(4). The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set leaked at the y-site after the IV was flushed with saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.